Event description:
Ous MDR - after an estimated implantation time of 6 years, incorrect detections and two inappropriate shock deliveries were reported. It was reported that the x-ray images showed a separation of the inner conductors that exceeds the original width of the lead. No deterioration in the pt's state of health was reported. The lead was deactivated on (B)(6) 2012 and a new one implanted.

Manufacturer narrative:
Ous MDR.